Event description:
The facility stated that the surgeon implant an aa4203tf toric silicone lens. The lens haptic tore upon insertion into the eye. The lens was removed. No patient injury. The injector model and lot number were not specified by the facility. The cartridge model mtc60c fp, lot number was not specified by the facility.